Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that the pump stopped pumping twice and went "off." The staff stated the screen flickered off and back on, and the pump was started without incidence. As a result, the pump was exchanged, and the reported pump was sent to biomed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "pump stopped pumping" is not confirmed. The returned display cable passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that the pump stopped pumping twice and went "off." The staff stated the screen flickered off and back on, and the pump was started without incidence. As a result, the pump was exchanged, and the reported pump was sent to biomed. There was no report of patient complications, serious injury or death.